Event description:
It was reported that the patient experienced a discomfort at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.